Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon followed her normal practice and the orange indicator was at the bottom of the green zone. Then the surgeon fired the stapler as usual and pressed the firing trigger. However, her firing motion was stopped by a plastic washer, it was abnormal to her; noted that she always uses both hands to fire the stapler. Then she kept holding the trigger and released the traction of the purse-string suture and forcedly closed the trigger further, but failed. Then she released the trigger a bit and fired again with her greatest effort and finally fired completely with a crunch sound. As a result, half wing was well formed and the staples on the other half were not formed. A suture stitch was used to close the gap. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the surgeon has experienced over 100 cases of stapled hemorrhoidectomy using pph. The surgeon suspected that the hardness of the plastic washer was harder than the normal one. So she had to spend much more power to cut through the plastic washer.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.